Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the sensor glucose was 90 mg/dl and the insulin pump showed it was going down so she suspended the insulin pump. Customer stated she saw a black circle and the word suspend on the display but apparently it did not suspend because her blood glucose dropped to 49 mg/dl. She was talking to her mother and within 15 minutes she blacked out. Husband gave her soda and chocolate. She stated there was another low blood glucose incident where her husband called the ambulance but she declined to be taken to the hospital. Current blood glucose was 83 mg/dl. She mentioned that the day of the call her blood glucose was 266 mg/dl; the sensor kept showing high glucose and she treated based on the sensor. She was advised to always check her blood glucose. No issues found during troubleshooting. She would monitor the insulin pump and talk to the doctor about the lows.